Event description:
Pt with complaint of claudication. Aortogram, bilateral lower extremity angiography, and stenting of bilateral iliac arteries. Angio seal used. Two days post procedure, complaint of increased claudication to left leg. Femoral artery exploration for removal of foreign body.